Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there were multiple erratic temperature alerts/alarms and the arcticsun device had stopped therapy. Patient temp 1 was not displaying. The nurse stated they were changing out the rectal probe. Per troubleshooting with ms&s, the nurse was instructed to disconnect and reconnect the temperature cable and there was still no display. The nurse was then instructed to enable temperature port 2 and try the cable there and there was no display. Temp port 2 was disabled and the nurse reconnected the temp cable to temp port 1. The nurse ran her hand down the cable to make sure it was connected to the rectal probe and the temperature displayed. The event log showed an alarm 14 (patient temperature 1 probe out of range), alert 51 (patient temperature 1 below the control range), and alert 11 (patient temperature 1 below low patient alert). The nurse was advised to change out the temp in cable. She was unable to provide the cable number, as she was fearful of touching it since it was working. Therapy was able to begin. The patient temperature was 34.9c, water temperature was 24c, and the flow rate was 2.7l/min. Biomed todd called the help line stating that they had changed the rectal probe and were getting erratic temperature alerts/alarms. Ms&s recommended replacing the cable. He stated that therapy was still running and they were avoiding touching the cable. They did not have another arcticsun device to borrow, only a gaymar device.

Manufacturer narrative:
The reported issue was confirmed; the cable did not read the temperature properly. The root cause of the reported issue was determined to be a defective temp cable. The temp cable did not recognize the patient temperature simulator keys. The temp cable was scrapped per the service procedure. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿¿ do not use the arctic sun® temperature management system in the presence of flammable agents because an explosion and/or fire may result. ¿ do not use high frequency surgical instruments or endocardial catheters while the arctic sun® temperature management system is in use. ¿ there is a risk of electrical shock and hazardous moving parts. There are no user serviceable parts inside. Do not remove covers. Refer servicing to qualified personnel. ¿ power cord has a hospital grade plug. Grounding reliability can only be achieved when connected to an equivalent receptacle marked ¿hospital use¿ or ¿hospital grade¿. ¿ when using the arctic sun® temperature management system, note that all other thermal conductive systems, such as water blankets and water gels, in use while warming or cooling with the arctic sun® temperature management system may actually alter or interfere with patient temperature control. ¿ do not place arcticgel¿ pads over transdermal medication patches as warming can increase drug delivery, resulting in possible harm to the patient. ¿ the arctic sun® temperature management system is not intended for use in the operating room environment."

Event description:
It was reported that there were multiple erratic temperature alerts/alarms and the arcticsun device had stopped therapy. Patient temp 1 was not displaying. The nurse stated they were changing out the rectal probe. Per troubleshooting with ms&s, the nurse was instructed to disconnect and reconnect the temperature cable and there was still no display. The nurse was then instructed to enable temperature port 2 and try the cable there and there was no display. Temp port 2 was disabled and the nurse reconnected the temp cable to temp port 1. The nurse ran her hand down the cable to make sure it was connected to the rectal probe and the temperature displayed. The event log showed an alarm 14 (patient temperature 1 probe out of range), alert 51 (patient temperature 1 below the control range), and alert 11 (patient temperature 1 below low patient alert). The nurse was advised to change out the temp in cable. She was unable to provide the cable number, as she was fearful of touching it since it was working. Therapy was able to begin. The patient temperature was 34.9c, water temperature was 24c, and the flow rate was 2.7l/min. Biomed todd called the help line stating that they had changed the rectal probe and were getting erratic temperature alerts/alarms. Ms&s recommended replacing the cable. He stated that therapy was still running and they were avoiding touching the cable. They did not have another arcticsun device to borrow, only a gaymar device.